Event description:
It was reported there was a catheter occlusion. As a result of the event, a replacement occurred. The catheter was found to be non-flowing. It was opted to replace the catheter with a new pump as well. The catheter could not be explanted so it was tied off in the pump pocket. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced less than 50% therapy relief. It was further reported the patient experienced lack of therapy/pain relief. The physician was unable to aspirate via the catheter access port (cap) during an office procedure. It was unknown if the patient was receiving effective therapy now but the new catheter was flowing at the time of implant. The drug being delivered via the device system was hydromorphone. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2004, product type: catheter. Product ID: 8596, serial# (B)(4) implanted: (B)(6) 2005, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).